Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  The allegation is against 1 of 2 leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: batch: ab2283. Serial: n/a. Model: mn10450-50a. Axium 50cm implant lead kit, slimtip. UDI: (B)(4).

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. Reportedly, the physician experienced some difficulty placing the new lead at the same level; therefore, the new lead was placed at s1 instead. It is unknown which lead migrated.